Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call of a sensor anomaly. The wife stated that the threshold suspend is going off when he has a high alert. The wife stated that when it is cold outside, the pump has condensation inside the pump. The customer's blood glucose reading was 176 mg/dl while the sensor glucose reading was 167 mg/dl. The sensor glucose versus blood glucose difference is within acceptable range. The customer was advised that larger differences may occur when blood glucose values are changing rapidly and during the beginning or end of sensor life. The customer was advised that residue on fingers may result in inaccurate meter readings from finger sticks. The customer was advised to call back when the issue recurs.